Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests continued: (B)(6) 2011: ck=50 u/l, normal upper limit 200; (B)(6) 2011: ck-mb=12 iu/l, normal upper limit 25; (B)(6) 2011: troponin I=0.17 ng/ml, upper reference limit 0.04. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina, thrombosis and death are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, a 3.0x15mm xience v stent was successfully implanted in the right posterior descending artery (rpda) lesion. Post procedure, elevated troponin was noted, less than 5 times the normal limit. In (B)(6) 2015, the patient experienced chest pain and expired. No treatment was provided. Per study physician, the event was possibly related to the device and possibly related to a stent thrombosis. An autopsy was not performed. There was no additional information provided.